Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture related to the right side. Device has been explanted.

Event description:
Physician reported rupture related to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, opening on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp opening. Base on the device analysis the final assessment is: a pattern of crease sharp on posterior side of opening shell assessed as fold flaw opening.

Event description:
Physician reported rupture related to the right side. Device has been explanted.